Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The device was returned and sent on to the manufacturer (B)(4) for evaluation. The manufacturer reports that the analysis done upon arrival shows that the manufacturing date is april 2015 , putting the 18 month life span of the cartridge over its life expectancy.

Event description:
Customer complaint alleges a "flashing light while using". Customer submitted a video demonstrating the alleged issue reported. Usage of the device at the time of the alleged malfunction is unknown. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The physical device involved in this complaint has not been returned to the manufacturer. The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges a "flashing light while using". Customer submitted a video demonstrating the alleged issue reported. Usage of the device at the time of the alleged malfunction is unknown. There was no report of patient involvement.